Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper case and two side bail covers were broken, that the lower case, lead flex cover, main printed circuit board and battery flex were contaminated, the battery contacts were compressed and the liquid crystal display was contaminated and missing segments. The device was to be scrapped in-house and it was additionally noted that the boards were being sent on for failure analysis. (B)(4).